Event description:
Additional information received indicated that the patient was stable after the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced hematoma/seroma with spot drainage a few weeks after a generator change out procedure. Culture tests were negative. The patient was given antibiotics and the non-purulent drainage occurred after a few days later. The patient was given additional antibiotics and a single staple was applied to the spot where the oozing was occurring. The issue was resolved over time.